Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that implant engaged in erratic behavior while patient was on a recent short day trip. It seemed to functioning as usual when they departed but it suddenly emitted a series of sensations which felt like electric shocks (similar to feeling from a light socket). The shocks were associated with the implant. Patient did not have a way to turn it off. The surging occurrences continued several times, intermittently, in transit. The entire fiasco was unnerving, even  frightening as patient did not know what might happen next. After arriving home, patient was able to turn it off with the external device. Patient mentioned having painful sensations and deemed the device broken or defective, potentially even dangerous and would not turn it back on under any circumstances. Patient was looking to get the device explanted. Patient's spouse assisted patient with switching it into MRI mode permanently pending explant. Patient was in excruciating pain. The pain/inability to get help (because of the presence of the device and due to patient's relocation) has even been a problem even while it was operating. Device seemed to require an inordinate amount of charging (18 hours a week, sometimes more) and noteworthy problems with coupling (between battery and external charger) and could not be left activated during charging. A manufacturer representative told patient the coupling problem they had immediately was normal and expected a need for that amount of charging and to be left off while charging. Patient stated  but perhaps it wasn't normal and instead and an integral part of the ultimate decline of the device which culminated in the excess-power deluge which caused all the distress and discomfort.